Event description:
A customer reported prior to a case the foot pedal was not being recognized by the unit. The staff attempted to use another pedal and the unit worked fine. There was no patient impact and no patient harm was reported. Aditional information requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Manufacturer narrative:
The customer reported that the footswitch was not recognized by their infiniti system. The reported event occurred before a procedure. The customer used a different footswitch to complete the procedure. There was no reported patient harm. The customer ordered a new footswitch and cable. The footswitch was manufactured on august 22, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).